Manufacturer narrative:
During follow-up on this incident, the customer reported that blood spillage from the safepico tipcap also had been observed for lot st-22.

Manufacturer narrative:
In the initial report the "date received by manufacturer" was not filled in. The correct date is: 2016-03-17.

Manufacturer narrative:
The actual device was discarded. The reference lot will be investigated.

Event description:
The customer reported that blood leaked through the vented tip cap (vtc). The leakage was small (less than 10 ml) and nobody came into contact with blood.

Manufacturer narrative:
Regarding the blood spillage from the safepico tipcap observed for lot st-22, the customer has provided the following information: no one came into contact with blood. The blood slowly leaked. There was no spray and thus no risk of infection due to drops of blood getting into the eyes or mouth. The defective sampler is not available for investigation.

Manufacturer narrative:
Our production have tested 20 pcs. From the ref. Stock of lot sk08 without finding any problems/faults.

Manufacturer narrative:
The reference stock of lot st-22 has also been tested without finding any problems.

Manufacturer narrative:
The manufacturing process was investigated. It was concluded that the root cause of this malfunction is: no upper limit for flow test 1 creates possibilities for machine acceptance of wrong filter position, and not sufficient maintenance procedure of vtc machines. The device manufacturer date for lot st-22 is: 2015-11-06.